Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Implant dates: (B)(6) 2015, (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that knee prosthesis was identified and patient was revised due to breakage at the coupling point of the femoral component approximately 1 year and half after initial implantation.